Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited a red alert for a high pacing lead impedance measurements. Additional information was received that there were no additional out of range lead values detected. No revision procedure will be scheduled; instead, the patient will be on a regular follow up. The impedance values were increasing since three years after the implant. The observation was suggested to be a progressive calcification of the lead tip. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.